Event description:
It was reported that the pt started to refuse her speech processor. Testing performed on (B) (6) 2009 showed three electrodes with the status hi. On (B) (6) 2009, four electrodes were hi. On (B) (6) 2009, five electrodes were hi and on (B) (6) 2009, seven electrodes were hi. No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.